Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in progress. Once the investigation ha been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a knee arthroplasty, the patient was revised due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant medical products- unknown nexgen femoral, item # unknown, lot # unknown. Unknown nexgen articular surface, item # unknown, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Neither device history record review nor complaint history review was able to be performed as the part/lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04569 and 0001822565-2017-01999.